Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned for repair/evaluation and no pictures were provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that the handle is not working as ratchet and the plate, through which the perforation teeth are going is bend and would damage the skin. Event occurred during visual inspection and mechanical check up of the device outside of or. There was no patient involvement.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will be returning for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the handle is not working as ratchet and the plate, through which the perforation teeth are going is bend and would damage the skin. No adverse events have been reported as a result of this malfunction.